Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed instrument recognition issue involving the harmonic ace instrument. Troubleshooting was performed by replacing the instrument with another and this resolved the issue. Following this, the user completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection found broken blade approximately 0.078¿ from the base and the broken piece was returned for evaluation. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The known cause of this issue is associated with mishandling / misuse.